Event description:
It was reported that particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. It was also reported that unspecified damage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred during between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: january 20, 2021 - january 21, 2021. H10: two (2) devices were received for evaluation. Visual inspection did not identify any damage that could have contributed to the reported condition. The reported condition of unspecified damage was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.